Manufacturer narrative:
On 10/23/20, the customer emailed medela llc regarding her pump not working. She stated she had contacted medela previously and did a reset to her pump and charged it for 2 hours, but that did not resolve the issue. Customer service had the customer perform a hard reset to her pump and charge for 2 hours. The customer contacted customer service back on 10/29/20, and alleged she did the reset and it did not help. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 10/28/20, the customer indicated that she developed mastitis 3 times. The 1st time in (B)(6) 2020, she did not need antibiotics, the 2nd time the end of (B)(6) 2020, and 3rd time (B)(6) 2020 for which she was prescribed antibiotics both times. She indicated she is still recovering from her mastitis. The customer was offered to be contact by a medela clinician and she accepted. A medela clinician reached out to the customer and the customer did not respond. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 10/14/2020, the customer alleged to medela llc via chat that her freestyle flex breast pump randomly shuts off on battery and suctions differently.